Event description:
The clinician reported that over 2.5 years after the dental implant was placed in ada site 11 in the patient's mouth, the implant fractured. The clinician reports this patient's inadequate bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.